Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. As a result of the device investigation, olympus has concluded that the damage to the device was likely caused by improper handling. It is presumed that this phenomenon occurred because external force such as strong rubbing was applied to the subject part during transportation, storage, use, cleaning, etc. The device was repaired and returned to customer. Based on the legal manufacturer¿s investigation, the device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment. The instructions for use states: (important information ¿ please read before use.) Warnings and cautions (p.7): warning do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient

Manufacturer narrative:
Device evaluation determined that the device was found with low angulation. Stretched angled wire was observed. Image was found with multiple broken elements and was observed to be flickering. Leak was observed from the el (electrical connector) connector lock pin. The ¿a-rubber¿ glue was determined to be cracked and multiple broken strands were observed at the bending section. The device was placed for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during an endoscopic ultrasound procedure the device angulation knobs were found to be working however, the knobs feels too loose or light. The intended procedure was completed with no patient harm or impact reported. No user injury reported.